Manufacturer narrative:
This report is submitted on january 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain, swelling at the implant site and a dislodged magnet subsequent to undergoing an MRI with use of splint kit. There are plans to replace the magnet; however it is yet to occur as of the date of this report.

Manufacturer narrative:
Per the surgeon, it was reported that the revision to replace the magnet was completed on (B)(6) 2019. This report is filed on february 07, 2019.